Event description:
During a routine post-sterilization inspection, several #0031h pencils were discovered in which the pouches were not thoroughly sealed. There were 3 boxes total released into the field of this product. All three boxes were recalled.